Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was difficult to remove from the patient. Stated that it caused the patient pain upon attempted removal. Upon inspection after removal, catheter balloon did not deflate completely. No medical intervention was reported.

Event description:
It was reported that the foley catheter was difficult to remove from the patient. Stated that it caused the patient pain upon attempted removal. Upon inspection after removal, catheter balloon did not deflate completely. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect balloon design (balloon wall thickness excessive)". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Bard® ez-lok® sampling port(indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Directions for use 1. Wash hands and don clean gloves 2. Use the provided packet of wipes to cleanse patient¿s periurethral area 3. Explain procedure to patient and open peri-care kit 4. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel 5. Using proper aseptic technique open csr wrap 6. Don sterile gloves 7. Place underpad beneath patient, plastic/¿shiny¿ side down note: use caution to maintain aseptic technique 8. Position fenestrated drape on patient 9. Saturate 3 foam swab sticks in povidone iodine 10.attach the water filled syringe to the inflation port note: it is not necessary to pre-test the foley catheter balloon 11. Remove foley catheter from wrap and lubricate catheter 12. Prepare patient with 3 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabs note: use each swab stick for one swipe only female patient: with a downward stroke cleanse the right labia minora and discard the swab. Do the same for the left labia minora. With the last swabstick cleanse the middle area between the labia minora male patient: cleanse the penis in a circular motion starting at the urethral meatus and working outward 13. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube b. Insert catheter two more inches and inflate catheter balloon 14. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe 15. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck 16. Secure the foley catheter to the patient use the statlock® foley stabilization device if provided (see statlock® foley stabilization device IFU) note: please make sure patient is appropriate for use of statlock® stabilization device 17. Position hanger on bed rail at the foot of the bed note: exercise care to keep bag off the floor 18. Use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked 19. Indicate time and date of catheter insertion on provided labels. Place designated labels on patient chart and drainage system 20. Document procedure according to hospital protocol note: use of less than 10cc can result in asymmetrically inflated balloon foley catheter removal 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned